Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a lantern delivery microcatheter and non-penumbra guide catheter. During the procedure, the physician experienced resistance after advancing the lantern approximately 15 centimeters into the guide catheter. Therefore, the lantern was removed. The procedure was completed using another microcatheter, seven ruby coils and another coil. There was no report of an adverse effect to the patient.